Manufacturer narrative:
Analysis of product ID#: 97714, found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative. It was reported that battery was shipped back for analysis today. It was reported the reason for por was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a neurostimulator for spinal cord stimulation. It was reported that a power-on-reset (por) was seen. Rep cleared the por without getting any code. Troubleshooting resolved the issue. No symptoms reported. No further complications were reported or anticipated.